Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen at 181.25 mcg/day via an implantable pump. On (B)(6) 2022 it was reported that the patient's pump had multiple volume discrepancies with the pump "refiller" reporting underinfusion. The patient reported that they were not experiencing no adverse events or loss of therapy.  No environmental/external/patient factors that might have led or contributed to the issue were reported. The hcp reportedly increased the patient's dose approximately 12 months prior but had not made any adjustments since. The issue was not considered resolved at the time of the event. No surgical intervention had occurred or was planned. The patient's status was listed as "alive - no injury". The discrepancies were as following: (B)(6) 2019: 3.9mls aspirated (unit reading not documented)  (B)(6) 2020: 8.4mls aspirated (unit reading 3.8mls)  (B)(6) 2020: 6.8mls aspirated (unit reading 3.1mls)  (B)(6) 2020: 3.9mls aspirated (unit reading 3.1mls)  (B)(6) 2020: 6.7mls aspirated (unit reading not documented)  (B)(6) 2021: 6.0mls aspirated (unit reading 0.7mls)  (B)(6) 2021: 10.0mls aspirated (unit reading 2.0mls)  (B)(6) 2021: 8.2mls aspirated (unit reading 2.7mls)  (B)(6) 2022: 8.1mls aspirated (unit reading 2.0mls).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.